Event description:
The device was returned from the customer due to the device displaying an error code. There were no reports of any adverse patient events while the device was in clincial use. During initial manufacturing testing the device over-delivered. From an expected delivered amount of 20ml, the measured volume received was 22.4ml. Specifications for "pvt" delivery accuracy are 20ml +/-2ml.